Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information from a nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient was hospitalized for a liver biopsy. On (B)(6) 2012, the patient was discharged. On (B)(6) 2012, the patient was hospitalized for peritonitis (onset date not reported). The patient was treated with ciprofloxacin IV, gentamycin intra-peritoneally (ip), and ceftriaxone ip (dose and frequency not reported) for the peritonitis. The cause of the peritonitis was unknown. The consumer believed the patient got peritonitis from the liver biopsy surgery performed the week prior. The patient's family was retrained on proper aseptic technique. On (B)(6) 2012, the patient was discharged. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). This is report 2 of 2 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A batch review was conducted for the potentially associated lot number h12e29053 and h12h31095. No exceptions were observed that were related to the reported condition. The reported problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.